Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported receiving multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer had been able to load a new cartridge successfully. Customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, only one cartridge alarm 19 was able to be confirmed through the pump history. In addition, tandem technical support had the customer perform a routine cartridge change and the customer was able to load a new cartridge successfully.